Event description:
During the procedure, the surgeon noted that the instrument mis-fired while in the patient. He had difficulty utilizing the instrument with a 60 green staple load with seam guard. The instrument was removed from the field and a new endo gia was utilized without difficulty using 60 endomechanical without seam guard. It is unknown if the new stapler was of the same or different lot. There were no adverse affects to the patient.